Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient presented for rv lead revision due to undersensing and suspected damage to the helix where it connected to the myocardium. The lead was capped and a new lead was implanted. The patient's condition was stable throughout.